Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description and the results of the legal manufacturer¿s investigation. The device has not been repaired in the last year. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The device evaluation results indicate the image defect was isolated to a defective outer tube/charged coupled device unit. The reported phenomenon is a known issue and has been previously been investigated. Based on a previous root cause analysis, the defective outer tube/charged coupled device unit can potentially be attributed to: " unacceptable tension in the area of the ¿charged coupled device (ccd) w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was further reported that the ¿bad image¿ was found during pre-use inspection and was initially reported by the nurse at the user facility.

Event description:
Olympus (omsc) was informed the customer high definition endoeye ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿bad image¿ that was found at an unspecified event. Upon inspecting and testing, the repair technician identified a colored image defect, some part of the image become purple or green. The image defect was isolated to a defective outer tube/charged coupled device unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the colored image defect.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the technician identified some parts of the image become purple or green. The image defect was isolated to a defective outer tube/charged coupled device unit. The inspection also noted non-reportable defects such as a dent on the video connector terminal. The cause of the defective outer tube unit is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.